Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during laparoscopic sleeve gastrectomy with omentopexy laparoscopic bilateral tap block, the gastrocolic ligament was opened on the greater curvature of the stomach with the vessel-sealing device and the lesser sac was entered. There was immediate partial failure of the vessel-sealing device and that there was bleeding after the device was deployed and used to cut. The area was re-sealed, and this achieved hemostasis. However, later in the case, the issue happened again. The surgeon therefore exchanged for a new device, which functioned appropriately. The procedure was completed with no further incidence.